Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-17273, related manufacturer reference number: 2017865-2020-17317. It was reported that the patient presented to the emergency room after inappropriate shocks. The patient had a low-voltage right ventricular (rv) lead used for pacing and sensing, as well as a high-voltage rv lead used for high-voltage therapy. Interrogation revealed that the low-voltage rv lead exhibited high pacing impedance and noise. Additionally, the high-voltage rv lead exhibited high defibrillation impedance and noise oversensing leading to inappropriate shocks. An x-ray revealed that both rv leads were fractured and the right atrial lead was dislodged. The system was explanted. The patient was stable.